Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure on (B)(6) 2012. According to the complaint, after the procedure was completed with this cre balloon, the balloon was attempted to be deflated; however the balloon would not completely deflate nor fold properly to fit back through the scope. It was reported that there was still some inflation medium left in the balloon. The device had to be removed with the scope, and another syringe was used to try and remove the inflation medium without success. The catheter of the balloon was cut to remove it from the scope. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
It was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual evaluation of the returned complaint device revealed the catheter to be cut. No other damage was noted. Functional testing could not be performed due to the condition of the device; therefore, the complaint that the balloon would not deflate could not be confirmed. However, balloon deflation issues can occur due to anatomical or procedural factors encountered during the procedure that limit the performance of the device (e.g., tortuous anatomy), therefore the most probable root cause for this event is operational context. A device history review could not be performed as the lot number is unknown.